Event description:
It was reported that the user experienced difficulty rewinding and changing supplies on the ilet, resulting in hyperglycemia with a reported fingerstick over 400 mg/dl; support guided the user through a rewind and supply change, and insulin delivery was resumed. Symptoms included hyperglycemia, dizziness, lethargy, and weakness. Outcomes included a downward trend of blood glucose back into range after intervention. Investigation included remote review of device data and follow-up calls to verify glycemic trend. Investigation of this case revealed user operation difficulty related to the rewind and infusion set change, with no device malfunction observed once correct procedures were followed and insulin delivery resumed. It was concluded, based on previously established findings for similar reports, that user handling and education were the most likely contributors.